Manufacturer narrative:
On 6/27/2017, biosense webster became aware that the lot number originally reported was incorrect. The correct lot number for this device is 17642363m. As a result, the lot, UDI, manufacturing and expiry date fields have been updated. On 7/11/2017, the device was returned to biosense webster for analysis. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered a cerebrovascular accident requiring computed tomography (CT). The returned device was visually inspected, and was found in good condition. The catheter was evaluated for carto 3 system performance, and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was subjected to a screening test, which it passed. The force feature was working properly, and the force sensor values were within specifications. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. Deflection and irrigation tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cerebrovascular accident remains unknown.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered a cerebrovascular accident requiring computed tomography (CT). During the procedure, shortly after entering the left atrium, clot formation was observed on the proximal shaft (away from the electrodes) via intracardiac echocardiogram (ice). Physician aspirated via the sheath and removed the catheter. No clot formation was observed on the catheter after removal. Catheter was wiped off and the procedure continued with the same catheter. Procedure was completed successfully. On post-procedure day 1, the patient reported right upper and right lower extremity weakness. On post-procedure day 2, a stroke was confirmed via CT. Patient was reported to be in stable condition. Physician¿s opinion regarding the cause of the adverse event is that it was unrelated to product or procedure, as symptoms presented 16 hours post-procedure. Physician indicated that he was concerned about and wanted to report the intraoperative clot formation on the shaft of the catheter, as a clot could become dislodged and present a potential risk to the patient. Generator was set on power control mode at 40 watts with temperature cut-off of 42 degrees celsius. Generator settings at the time of injury were not reported, as the adverse event was not noticed during radiofrequency application. There were no issues reported related to temperature or flow. Clot was not on the catheter tip, but on the proximal shaft visualized via ice. Patient received anticoagulant (heparin) during the procedure. Activated clotting time was 290 seconds at the time the clot was visualized.